Event description:
I took a covid 19 nasal swab test at (B)(6) on (B)(6) 2020 at approximately 1:30pm. I received notification at 12pm on (B)(6) 2020 that the result was negative. I am worried that this was a false negative result. I have been in direct contact with someone who tested positive, and have symptoms. Quest diagnostics stated directly to me that the test takes 2-4 days and with priority from a doctor it takes 1-2days. I have no priority. This result was sent too soon and I believe it may not have been accurately tested. Quest diagnostics agreed that it is unlikely that my test was done in less than 24 hours. (B)(6) pharmacy. FDA safety report ID# (B)(4).